Event description:
Pt presented as "code 90", cardiopulmonary resuscitation in progress. Attempted to pace pt into viable rhythm and were unable to do so, secondary to possible equipment malfunction. Device removed from svc and checked. Biomed reported no malfunction was identified. Possible operator error. Recommended equipment training. Work order lists: clean and inspect all external surfaces. Check for proper performance. Examine cables, power cords and operation. Verify correct operation of all controls, displays, indicator lights, and alarms. Perform electrical safety inspection. Completion comments: performed MFR eval, found no operation faults.